Event description:
It was reported that the intraocular lens (iol) rotated 50 degrees post iol implantation in the male patient's left eye. Issue was observed during post-operative examination. Account indicated that the lens remains implanted as per patient's preference. No further information was provided.

Manufacturer narrative:
Unknown/not provided. Date of event: unknown, not provided. If explanted, give date: not applicable, as lens remains implanted. Email address: asku - asked but unavailable. Telephone number: +1(514)891-9050. The device was not returned for evaluation as it remains implanted. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.